Manufacturer narrative:
Section b5: the following additional information was obtained from the distributor: it was reported that the port site burn was classified as 1st degree, appearing as a dark red ring on the outer skin on the incision. The port incision appeared to be small in size for an 8mm cannula. The surgeon believes that the discoloration may have been due to trocar/cannula pressure against the port wall. The surgeon did not prescribe any medical treatment (e.g., burn ointment) to the port site burn. The erbe settings were at 4 for both monopolar cut and coagulation, and bipolar. No damage or abnormalities were observed with the instruments or accessories. The energy instruments were not activated in close proximity to the cannula openings within the patient. Double cannulation was not used nor was there evidence of arcing of electrical energy between the instruments and cannula openings observed during the procedure. Review of the system logs was completed, and no errors were found related to the reported event. Section d: product information corrected to the da vinci vision side cart. The integrated electrosurgical unit erbe vio dv 2.0 was tested by isi field service at the customer site. The unit passed the safety electric test and was verified as ready for use. However, due to the reported event, the erbe was sent for testing in house. Failure analysis investigation was completed, and no problems were detected. Visual inspection found the erbe to be in good condition. During testing, all ports recognized instruments, the unit energized and cauterized, and no problems were found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The usage of the unapproved grounding pad may have contributed to the port site burns. The erbe device involved with this event has been received but failure analysis evaluation has not been completed. A follow-up MDR will be submitted if additional information is obtained. Review of system log was not performed due to insufficient or unconfirmed product/event information. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: the image has been reviewed and it can be confirmed that there is a burn mark that seems to be around a trocar port. This complaint is being reported due to the following conclusion: after a da vinci-assisted unspecified procedure, the patient experienced burns around one trocar port. The issue occurred while using energy instruments. The customer did not use an approved grounding pad during the procedure. The patient did not require additional medical intervention for the burn marks.

Event description:
It was reported that after a da vinci-assisted unspecified procedure, the patient experienced burns around one trocar port. The issue occurred while using energy instruments and a concurrent problem with the screens connected to the system. An approved grounding pad was not used; a third-party ethicon megadyne universal patient return electrode pad was used. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the reporter. However, no further details have been received as of the date of this report.